Manufacturer narrative:
Customer called service reporting the fluoro timer was running by itself. After 5 minutes, staff turned the system off to stop fluoro. Customer did not call for a field service engineer to visit. Product monitoring called customer and biomed reported after inspecting the system, he was unable to get the system to fluoro on its own. The system was still in full use at the site. Quality spoke with research and development production engineer (B)(6) and production engineer (B)(6) who said there was no known issue or software anomaly on this system that would cause this to occur.

Event description:
(B)(6) 2013 customer reports via phone that during a turp (transurethral resection of the prostate) procedure that does not require fluoroscopy the fluoro started by itself. The rn was putting patient information in the computer when she noticed the fluoro timer started and the radiation emission symbol lit up. The fluoro was on for 5 minutes before the staff turned the system off to stop the fluoro. The patient was male of unknown age. No reported injury.